Event description:
As reported: "dr. (B)(6) is getting an error when he tries to load this case. The patient was supposed to have surgery today but has been postponed since they can't get bp to work.".

Manufacturer narrative:
Please note correction to d3 (manufacturer entity) and g1 (manufacturing site). Additionally, it has been noted that the FDA registration number should be 301066773 - te (arlington). After review of the risk documentation and the reported information regarding the reported event, it noted that this event does not suggest that a recurrence of this event would result in a serious injury or death. Lastly, upon a review of the complaint history of the device, it has been noted that there is no reports of serious injury or death as a result of similar events with this device. Therefore, MFR report # is now deemed not reportable and subsequently cancelled. If further information becomes available that suggests otherwise, the reporting decision will be reevaluated.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "dr. (B)(6) is getting an error when he tries to load this case. The patient was supposed to have surgery today but has been postponed since they can't get bp to work."